Manufacturer narrative:
The opinion of the doctor who reported the information on the three cases is that: ·the ischemia could have been triggered by prolonged pressure of a balloon applied to the hepatic portal region (where the hepatic artery and portal systems are running). ·in addition, a trans-oral entry of the scope and prone position, and, in particular, increased pressure of the body under general anesthesia could increase the risk of developing ischemia. According to the information reported to date by the reporting doctor, the events could be related to the facts that patients were children, the procedures were performed under general anesthesia, the patients were in prone position, and the scopes were inserted through the mouth. Please refer to the attached report. These events are still under investigation at (B)(4) (fujifilm, (B)(4)). The investigation will assess these factors as potential causes. A supplemental report will be submitted when additional information is available and the investigation is concluded.

Event description:
This report is in regards to one (case 2) of three separate cases reported on (B)(6) 2018, to have occurred in (B)(6); where pediatric patients developed hepatic ischemia after a trans-oral dbe or dberc procedure. In all the cases the liver enzyme values (ast and alt) increased to more than 1000 after the procedure, the procedure was performed under general anesthesia and in a prone position. This particular case reported in this MDR, case 2) references site b: a 5(B)(6) year old pediatric patient who had undergone living liver transplantation received a trans-oral dberc (double balloon enteroscope - retrograde cholangiopancreatography) in a prone position under general anesthesia and developed hepatic ischemia. The affected endoscope model in this case was ei-530b, which is not cleared in the us but is a model similar to the us cleared model en-580t; therefore, this case is being reported in an abundance of caution. The exact date of this event is unknown, but is believed to be between the year 2012 and 2013.

Manufacturer narrative:
Investigation status [view of the physician who treated the patient]: because the transplanted liver was bulging out largely, it was probably compressed, leading to ischemia while the patient was under general anesthesia in a prone position. No dbe under general anesthesia and prone position has been performed since the event. Assessment of the subject device: we could not identify the device used in the event, and it is unknown whether the device had a defect. It appears that dbe under general anesthesia and prone position affected the event, and it is unlikely that the device failure was the cause of the event. Assessment of the cause of the event: the physician who notified fujifilm of this event, the physicians who conducted the procedure in this case and an anesthesiologist were interviewed. Based on the information gathered, possible root causes were considered but a definite root cause could not be identified. General anesthesia and prone position lower the heart rate and compress the descending aorta reducing blood flow in the mesenteric blood vessel. Trans-oral dbe compresses the hepatic portal, and prolonged air delivery increases internal pressure, reducing blood flow in the mesenteric blood vessel. Liver transplant and patient's pre-existing conditions. Pediatric patients who are more anatomically vulnerable compared to adults (although the event could occur also in adults). The assessment is that (1), in conjunction with (2) (3)(4), affected the blood flow to the liver and caused hepatic ischemia. If there is any additional relevant information provided a supplemental report will be submitted.

Event description:
The event happened sometime between 2012 and 2013. A pediatric patient who had undergone living liver transplantation received a trans-oral dberc (double balloon endscopic retrograde cholangiography) in a prone position under general anesthesia for treatment of biliary-digestive tract anastomoses and liver stone. After the procedure, values of liver enzyme, ast and alt, increased to 5433 iu/l and 2161 iu/l respectively, and the patient complained about abdominal pain. Treatment of the patient: the patient was treated with infusion. Necrosis was observed in a small portion of the liver, but re-transplant was avoided.